Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2014-03450. Additional information received identified the patient has reconsidered a revision due to new health problems (not related to sjm products) and the patient would now like an explant (the surgery will still not be followed).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2014-03450. Additional information received identified the patient is receiving effective stimulation but has elected to have her scs system explanted and replaced to take advantage of new technology (due to this, the surgery will not be followed).

Event description:
Device 1 of 2; reference MFR. Report:1627487-2014-03450; it was reported the patient is no longer receiving back stimulation. X-rays identified the scs leads have migrated. Possible surgical intervention will be taken at a later date to address the issue.